Event description:
It was reported that during a dialysis catheter placement procedure, the wire was difficult to thread through the arterial port of the catheter. It was further reported that tried to aspirate through the port, there was resistance felt. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a dialysis catheter placement procedure was reported that during a dialysis catheter placement procedure in the right subclavian vein using reliance xk long-term hemodialysis catheter, ployurethane, kit, 16f. During the procedure, the wire was difficult to thread through the "arterial" port of the catheter. It was further reported that tried to aspirate through the port, there was resistance felt. Reportedly it was noted that the end piece of the catheter was slightly bent or tight. The procedure was completed using another device. Catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: one 19cm reliance xk d/l catheter was returned for evaluation. Along with returned sample, one photo was provided for review. Visual, microscopic, tactile, functional and borescope evaluations were performed. The complaint sample appeared to have residue throughout. The blue luer was patent to infusion and aspiration. The red luer was patent to infusion and aspiration. No leaks were observed throughout the catheter. The fiber tip of the borescope was inserted into both the blue and red luers and no anomalies were noted. Therefore, the investigation is unconfirmed for the reported deformation and suction problem as no issues were identified during sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.